Manufacturer narrative:
Per good faith effort response, it was confirmed that the facility is not repairing this unit at this time due to the touchscreen being on an indefinite back order through philips. If the touchscreen is in stock, the customer may change their mind. As of now this unit has been removed from service. The customer declined service and repair. No additional details regarding the reported issue are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.